Event description:
See initial report.

Manufacturer narrative:
The follow up report stated that: "the livanova field service technician dispatched to the facility was no able to reproduce the reported event. The patient pump 1 (005-21-0074) was proactively replaced, the unit was then positively tested and returned to its regular service. A complaints database analysis revealed that no further complaints have been submitted about this specific issue for this unit. No specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report." Please, consider the above information not valid. The correct information is the following: the engineer of the hospital, rotated manually the stirring mechanism and the reported error disappeared. The livanova field service technician dispatched to the facility was no longer able to reproduce the reported event. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
(B)(4) field service technician dispatched to the facility was no able to reproduce the reported event. The patient pump 1 (005-21-0074) was proactively replaced, the unit was then positively tested and returned to its regular service. A complaints database analysis revealed that no further complaints have been submitted about this specific issue for this unit. No specific action was currently deemed necessary, (B)(4) maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the stirrer motor during maintenance. There was no patient involvement.